Event description:
It was reported that this right atrial (ra) lead was experiencing occasional false mode switches due to far-field oversensing, which was falling within the blanking and refractory periods. This led to the device misinterpreting signals, causing the mode switches. The ra sensitivity was initially set to 0.25 mv, but after reprogramming, it was adjusted to 0.5 mv in an attempt to reduce the oversensing. The healthcare provider (hcp) declined the suggestion to switch to automatic gain control (agc), preferring a more cautious approach. The device will continue to be monitored, and incremental adjustments will be made as needed to ensure proper functioning. No immediate patient symptoms or adverse effects were reported. This lead remains sin service.